Event description:
It was reported that during a total gastrectomy procedure, the jaws did not open after the 3rd firing though the device functioned as intended at the 1st and 2nd firings. The device was used on between the stomach and the jejunum. The cartridges were blue. The deployed staples at the distal end were distorted since the doctor forcibly pulled the device to open the device. Also, the knife reverse switch was pushed at that time but it did not function. Eventually, the device was released with the manual override lever. Additional suture was performed over the staple line, and then another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with four ecr60b cartridge reloads present. Cartridge (b, c, d) were received fully fired and in good visual conditions. Cartridge (e) was received unfired and in good visual conditions. In addition, the returned reloads (b, c, d) were disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button worked as intended. The event could not be confirmed as no malformed staples were noted during functional testing. The device record was reviewed and no anomalies were noted during the manufacturing process.